Event description:
It was reported that the power module screen was blinking red and the revolutions per minute (rpm) read 0, however, there was still flow and other parameters present. Log files did not reveal any issues that indicated 0 rpm and a red alarm. Speed, flow, power, and pulsatility index (pi) were within the patient's baseline values. When switching to different power outlet, everything resolved, but there was no audible alarm during this event. The backup battery (ebb) was replaced since the message on the system monitor said it was expiring when the patient was admitted. The low flow alarms occurred at home intermittently but was not hemodynamically significant. There were no patient symptoms. Log files were submitted for review and captured low flow events on 08jan2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of mechanical circulatory equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor showing a speed of 0 revolutions per minute (rpm) and blinking red was not confirmed. The submitted log file contained data spanning 25 days (B)(6) 2024 per the timestamp). The fixed speed was set to 4600 rpm and the low-speed limit was set to 4400 rpm. The pump maintained a speed within the expected range throughout the log file and no speed drops below the low-speed limit were captured. No notable alarms were active on the date of the reported event (B)(6) 2024. It was reported that the pump flow and other parameters were still present when the issue occurred. Additionally, it was reported that the issue was resolved after connecting the power module to a different outlet. Disconnecting the power module from one outlet and connecting to a different outlet would result in the system monitor being power cycled. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications heartmate 3 instructions for use (IFU) (rev. C) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ provides an overview of the power module and explains how to set up and use it. Heartmate 3 instructions for use (IFU) (rev. C) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.